Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. The lesion characteristics and anatomical location are unknown. The equalizer balloon catheter ruptured during an unspecified procedure. The number of inflations, the duration of inflations and to what atms is unknown. The procedure was completed with another equalizer balloon catheter. There were no patient complications or injuries reported. The patient status is listed as 'good'.